Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect in (B)(6) 2010. It was reported the pt experienced an increase in preexisting pain and psychological changes. On (B)(6) 2010, an x-ray was performed. On (B)(6) 2010, a lead revision was performed in which two additional leads were added to the pt's system. Therapy was restored and the pt recovered without sequela.